Event description:
The customer reported that during an infusion of adrenaline, noradrenaline and gtn (glyceryl trinitrate) on a haemodynamically unstable pt the channels administering adrenaline and noradrenaline switched off automatically without any warning. The pt suffered a drop in systolic blood pressure to -mid 50s, nursing staff were able to reinstitute the infusions and regained acceptable blood pressure parameters over the course of approx 2+ minutes. Module serial number (B)(4) was administering adrenaline 6mg /100 mls crystalloid. No add'l pt or event info provided.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A f/u report will be submitted with failure investigation results should the device be received for eval. Note: the pump module that was infusing the noradrenaline is internal file number 300965140 and was reported on MFR report number 2016493-2014-00114.